Event description:
A customer reported to baxter corporate quality product surveillance an unknown amount of vented continu-flo solution sets in which a leak occurred at an unknown location. It is unknown when the event occurred. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Nine actual samples were returned for evaluation. A visual inspection was performed and no defects were observed. All nine samples were then spiked into a 1000ml solution bag, primed, and checked for leaks. Each sample was then under water and iso liquid leak tested. No leaks were observed. The samples were then iso gauge tested and six were found to be out of iso specifications. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.